Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over delivery anomaly and showing a less insulin. The customer reported hypoglycemia treated with other, glucose/carb intake. Troubleshooting was performed, no symptoms of low were reported. Customer alleged over delivery because they were having recurring lows and alleged the pump continued to deliver insulin. Reservoir was showing less insulin than what was shown on the status screen. Customer alleged delivery of insulin without input. Pump was used within 48 hours of the low. Smartguard was used. Reservoir is not returning for analysis.. The event involved product(s) mmt-332a. No further patient complications were reported.